Event description:
The customer reported that they received questionable results for a total of three samples from two different patients tested for igg antibodies to toxoplasma gondii (toxo igg). Based on the results, the customer was not sure of the immunization status of the patients. Of the three samples, one was found to have an erroneous result. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample was initially tested on an e602 analyzer and resulted as 75.2 ui/ml, which is considered reactive. The sample was repeated on a vidas analyzer and resulted as 3 ui/ml, which is considered non reactive. The patient was not adversely affected. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The results for the patient were reported outside of the laboratory with the following comments: "no recent infection. No seroconversion. No sign for a recent infection. To follow as a non-immunized patient.".

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations could confirm the reactive results of the toxo igg assay. The sample result from the toxo igg assay is regarded a being correctly positive.